Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine device change out the pulse generator exhibited loss of output after being exposed to electrocautery. The patient went asystolic for 40 seconds and was externally paced with pacing pads. A new device was successfully implanted.